Event description:
A malfunction involving a quickie q7 was reported to sunrise medical on (B)(4) 2013. It was reported to sunrise medical that the end user was going up a ramp when both of the anti tips allegedly snapped causing the end user to fall backward. The end user didn't sustain injury nor was medial attention necessary.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.